Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err69. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and boot. The receiver functional test and log cannot be downloaded because unit does not turn on. The receiver case was opened and the main board was separated from ui-u1 to perform a download; which failed. An internal visual inspection was performed; the pad on q1 was lifted and the reset switch was damaged. All three pins from q1 are lifted and bp1 is damaged. The reported event of an error icon display was not confirmed. The root cause could not be determined.